Event description:
Additional information received indicates that two leads were fractured during the procedure.

Manufacturer narrative:
The report of ¿piece of lead stuck in port¿ was confirmed. Analysis of the returned ipg found an obstruction (lead contact) in port 2. The obstruction was not able to be removed. The reported lead insertion issue was not able to be confirmed. Ports 1, 3, and 4 were tested for insert ability and a lab lead was able to be fully inserted and removed without any issues. The ipg was otherwise returned in good condition, and it communicated with all lab utilities. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Related manufacturer reference number: 1627487-2024-07756 related manufacturer reference number: 1627487-2024-07757 related manufacturer reference number: 1627487-2024-07758. During a procedure to implant an additional lead to cover new pain area, the physician removed the existing leads from the scar tissue and attempted to reinsert the leads into the ipg header. The physician was unable to reinsert the leads into the ipg header. The physician attempted to insert the leads using anatomical forceps against manufacturer direction. While attempting to insert leads, one of the leads was torn, leaving a portion of the lead stuck in the ipg header. Intra-op impedance check revealed high impedance on that particular lead. Additionally, x-ray revealed the lead had severed. In turn, the physician chose to explant the entire drg system and proceed with a scs implant to address the issue. A scs lead an anchor were implanted.